Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: one loose 3ml integra syringe (B)(6) and a strip of top web were received. The sample was visually evaluated. The syringe was activated and the spring was separate from the syringe assembly. Physical non-activated samples sealed in blisterpaks are required to perform a more thorough evaluation and perform functional testing to confirm the defect. Since the sample received did not confirm the reported condition a potential root cause could not be defined, and corrective actions are not necessary. Physical unused and sealed samples from the same batch are required for a more in-depth evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd integra¿ syringe safety mechanism failed to retract the needle. The following information was provided by the initial reporter: "there was a malfunction with the needle and it failed to retract. No harm to patient due to malfunction. Due to the nature of the malfunction of the syringe and needle it appeared that approximately 0.1 ml to 0.2 ml of lai failed to be administered."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe safety mechanism failed to retract the needle. The following information was provided by the initial reporter: "there was a malfunction with the needle and it failed to retract. No harm to patient due to malfunction. Due to the nature of the malfunction of the syringe and needle it appeared that approximately 0.1 ml to 0.2 ml of lai failed to be administered."